Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer states that the seat has a crack in it starting on the left hand side where the seat attaches to the lid. Also, one of the leg tips came off and was lost down the drain. MDR filed.